Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly, the customer's blood glucose (bg) read "high". Bg value was not provided. Customer treated their high bg with a insulin pen. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.